Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button got stuck and needing a sensor replacement for calibration not accepted. Customer¿s blood glucose level was 200 mg/dl. Customer stated that they did not press a button down for 3 minutes or longer, insulin pump was not exposed to a change in altitude. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.